Manufacturer narrative:
(B)(4). Off-label, unapproved, or contraindicated use (device use for treatment of dissection).

Event description:
A talent taa stent graft system was implanted into a patient for the endovascular treatment of a 5.5 cm in diameter thoracic dissection aortic aneurysm in zone 3. Vessel morphology was reported as the diameter non-aneurysmal proximal thoracic neck was 34mm, and the diameter of the non-aneurysmal distal thoracic neck was 32mm. It was reported that the patient presented for a 48 month follow-up and there was a proximal type I endoleak. The physician elected to monitor the patient. The investigator indicated that the event is not related to the procedure and unknown if the event is related to the device. No additional clinical sequelae were reported and the patient is fine.